Event description:
It was reported that the white cable on the primary system controller was not working and alarming "connect power".

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarming on the white power cable of the system controller was confirmed via the submitted log files. A review of the downloaded controller event log file revealed relevant data spanning (B)(6) 2025, 8:44:16 - 14:33:58. Multiple atypical intermittent power cable disconnect and low voltage alarms were captured and associated with relative state of charge invalid faults on the white power cable. The driveline was disconnected at 14:33:29 consistent with the reported controller exchange. There were no other notable alarms active. Pump operation was not affected. The heartmate 3 system controller (B)(6) was returned for analysis in unremarkable visual condition. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue or alarms. The reported alarm was unable to be reproduced. The system controller passed all tests and functioned as intended. Provided information indicated that the patient's primary system controller was replaced and issued a new backup. The issue resolved. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white cable on the primary system controller was not working and alarming. The patient's primary system controller was replaced and issued a new backup. The issue resolved.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.